Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of and treatment for the event was not reported. It was not reported if dianeal therapies were ongoing. The outcome of the event was unknown. No additional information is available.